Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device's internal hybrid layer capacitor (hlc) batteries had depleted which prevented the device from powering on. Physio also observed non-shorting tin whiskers on the charge-pak flex cable assembly; however, there was no evidence that they caused, or could cause, an electrical short that would deplete the internal hlc batteries. Physio further observed that both the digital and analog pcb assemblies were damaged during testing which resulted in multiple burned components on each pcb. As a result of the damage, further component level cause could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display and would not power on when prompted. There was no patient use associated with the reported event.